Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample or photo received for further investigation. No abnormality observed based on the batch records. Hence the root cause could not be determined. Damaged catheter, tear off/broken most likely not appear to be attributed by the manufacturing process as the defect is able to be detected and rejected by the in-line vision systems of the equipment. Damages induced after assembly process is not possible since the catheter has been protected with the protective cap. This complaint most likely not appear to be attributed by the manufacturing process as all the products are manufactured in accordance to product specification, introcan safety® 3 and conformed to requirement of iso standard. All the product manufactured is subjected to and must pass all the in-process and final control inspection. DHR history record review showed no deviation at in-process and final control inspection. The actual sample involved in the event was not available for evaluation. Without the actual sample and picture, further evaluation was not possible and the exact cause of the event could not be determined. Therefore, this complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): foreign body in forearm. After 15 days from the patient discharge, he refers the presence of a foreign body to the right forearm. Etg performed revealed a fragment radiopaque attributable to a needle cannula residue. Additional surgery in order to remove the foreign body.